Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. An sap search was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. However, the search yielded no results for product number 050-95018. Consequently, no product will be returned from the distribution center for analysis. As a result, a manufacturing review and device history records (DHR) review could not be performed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) nurse reported that their pd patient stopped using extraneal baxter solution bags due to fluid leaks that were coming from the connection of the bags to the fresenius apd luer lock connectors. The nurse stated the connection was loosening and leaking overnight and asked for advice in resolving the problem. Additional information was obtained through follow-up with the pd nurse. The nurse was not sure how many times the leaks occurred. They confirmed the leaks were coming from the connection between the extraneal baxter solution bag and the apd luer lock connector. The nurse confirmed the connection was loosening, which in turn triggered the leaking. There were no reported alarms that occurred in conjunction with the leaks. The nurse reportedly re-educated the patient to confirm they were setting up correctly and sufficiently tightening the connection. The leaks continued despite this re-education. The nurse confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported events. The nurse also verified that the patient had not missed any treatments. It was confirmed the patient was trained to perform manual pd therapy, as well as stat drains. The patient was said to be continuing their pd therapy on the same cycler with no further issues. They stopped using the apd adapters due to the recurring problems they were having with the product. The nurse was unable to provide specific event dates, but confirmed the patient stopped using the adapters before (B)(6) 2020. The actual samples were not available to be returned for evaluation as they were reportedly discarded.